Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Correction to: h6 (type of investigation, investigation findings, and investigation conclusions). Investigation summary: samples were received and an investigation was performed. Embecta able to duplicate or confirm the indicated issue as bent non-patient end cannula. Complaints received for this device and reported condition will continue to be tracked and trended. As the returned samples were already open, it¿s not possible to determine the root cause for bent non-patient end cannula. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
When did it occur? : after use needle injury: no other treatment: no were the returned items used? : yes if used, was anything adhered to it? : blood returned quantity: 1 details of the event (timeline, history, etc.): 320559) drug solution was ejected during testing, but no drug solution was ejected during actual skin puncture.

Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.